Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2009, and during the procedure a 2.5 x 15 mm xience v stent was placed in the graft of the 1st obtuse marginal (1st om). The lesion was pre-dilated prior to stenting. There were no patient effects or product issues noted at the time of the procedure. However, in 2008, the patient presented with chest heaviness and tightness (angina class iii). Diagnostic coronary angiography was performed and target vessel revascularization was done in 2009, for restenosis of the xience v stent in the 1st om. The patient's symptoms were resolved and the patient was discharged from the hospital the following day. No additional event or patient information is impossible.